Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had ketones due to high blood glucose on month date, year with blood glucose of 500 mg/dl. Patient's current bg: 477 mg/dl. She took a 6u shot for the 500 mg/dl about 45 minutes later she tested around 477 mg/dl. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of high bgs. The insulin pump is not expected to be returned for analysis.